Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had not received the full dose. The continuous infusion rate had been set at 2.2 ml/hr, with a total reservoir volume of 100 ml. The amount given had been unknown. The air detector and upstream sensor had both been turned on. The pump had not been used to prime the extension tubing; instead, it had been primed by gravity. The patient¿s medical condition had been noted as unknown, as they had not received the full dose. No injury or issue with the pac (peripheral access catheter) had been identified. The event occurred while in used with a patient at the hospital. There was a patient involvement, and no patient harm adverse event reported.